Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) delivered inappropriate shock therapy. Stored egrams showed oversensing and pauses during pacing. The noise was reproduced when the patient bent at the waist.